Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2021-05877. It was reported that the patient was experiencing ineffective therapy due to high impedance. Reportedly, patient had a fall prior to experiencing ineffective therapy. As a result, surgical intervention occurred wherein the leads were explanted and replaced.